Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-june-2023. H6: investigation summary: our quality engineer inspected the (B)(4) sample photos and (B)(4) sample submitted for evaluation. The reported issue of threading difficult was not observed but the defect of needle through catheter was observed upon inspection of the sample and photos. Analysis of the sample photos showed that the catheter tip was torn, and examination of the physical sample showed that the needle had speared the tip of the catheter. Bd determined that the most probable cause of the failure was likely associated to incorrect use of the device during application. However, this root cause cannot be confirmed since we cannot confirm how the device was used during the event. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use.

Event description:
It was reported while using bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about the difficulty to advance the catheter. When the needle was inserted, the product could be inserted up to the fine needle tip, but could not be inserted into the catheter.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about the difficulty to advance the catheter. When the needle was inserted, the product could be inserted up to the fine needle tip, but could not be inserted into the catheter.